Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy of cecum with terminal ileum, at the first firing of side to side anastomosis, the tissue was pressed for 20 seconds. After that, the doctor pressed the green button and the device fired, but it stopped immediately. The doctor waited for a few seconds and attempted to fire again, but the device was in a condition of firing completed. The surgical time was extended by less than 30 min. There was no patient injury.